Manufacturer narrative:
The customer claimed that error code could not be cleared and the patient could not use the bed. During the onsite visit, it was established that the bed had a e410 error code on the display and got stuck in the trendelenburg or reverse trendelenburg position during use for the patient treatment. There was no injury sustained. It was found that one of the two actuators responsible for moving bed up and down was losing position. The bed was calibrated and started to operate correctly. The actuator need to be recalibrated due to lost position. The arjo electronic engineer was contacted to address the root cause of the issue. It was established that the loss of actuator position might occur when the device is affected by a power cut-off, battery discharge or manual CPR level usage. During the evaluation of the bed at the service center, it was found that the back-up batteries were not charging the unit properly. Taking into consideration the device inspection and the engineer assessment, it can be concluded that the actuator lost position might be related to the battery charging issue. Arjo device faled to meet its specification when the device got stuck in the trendelenburg or reverse trendelenburg position and the functions were not responding. The device was used for the patient's treatment an from that perspective it played the role in the event. The complaint was assessed as reportable due to an allegation that the bed stuck in the trendelenburg position with a patient on it and the electrical function did not respond. No injury was claimed.

Event description:
The customer claimed that error code could not be cleared and the patient could not use the bed. During the onsite visit, it was established that the bed had a e410 error code on the display and got stuck in the trendelenburg position during use for the patient treatment. There was no injury sustained. It was found that one of the two actuators responsible for moving bed up and down was lossing position. The bed was calibrated and started to operate correctly.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Manufacturer narrative:
The investigation is still ongoing. Further information will be available in the next expected report.